Event description:
It was reported that the surgeon inserted a competitor's lens and the lens was damaged by the indigo-p injector. Additional information has been requested from the facility, but to date, none has been forthcoming. If additional information does become available, a supplemental medwatch will be sent.